Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred requiring surgical intervention for removal from patient. It was reported that the vizigo sheath valve was leaking after the dilator was pulled from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The reporter noted that the valve was so displaced that they could not get a wire past the leaking valve. Therefore, the shaft of the sheath was cut, and a wire was placed into the shaft to maintain access. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue was resolved. Procedure continued. This event will be conservatively reported as an adverse event as it was reported that due to the valve displacement the sheath had to be cut while inside the patient to maintain access. If further information becomes available this complaint will be re-evaluated.

Manufacturer narrative:
On 4-jan-2022, additional information was received indicating they could not confirm if there was physical damage to the valve. Visualization of the valve and components was not possible. No pieces were visualized and nothing was detached from the sheath. No air was visualized entering the patient. No further intervention was needed. There was no hemodynamic compromise noted. Approximate volume of blood loss not calculated, towel which sheath was on was not fully soaked. No medical intervention needed. Sheath was replaced and procedure continued. On 5-jan-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred requiring surgical intervention for removal from patient. It was reported that the vizigo sheath valve was leaking after the dilator was pulled from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The reporter noted that the valve was so displaced that they could not get a wire past the leaking valve. Therefore, the shaft of the sheath was cut, and a wire was placed into the shaft to maintain access. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue was resolved. Procedure continued. No pieces were visualized and nothing was detached from the sheath. No air was visualized entering the patient. No further intervention was needed. There was no hemodynamic compromise noted. Approximate volume of blood loss not calculated, towel which sheath was on was not fully soaked. No medical intervention needed. Sheath was replaced and procedure continued. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed that the shaft was cut near the handle as mentioned on the reported event. In addition, the hemostatic valve was not found on the hub component nor inside the sheath. The sheath features were unable to performed due to the condition of the device. As part of quality process all devices are manufactured, inspected, and released to approved specifications. A device history record was performed for the finished device batch number, and no internal action were identified. It should be noted that product failure is multifactorial. Based on the information currently available, the hemostatic valve could have been detached due to the dilator wrongly introduced; however, this could not be conclusively determined since the valve was not returned for analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).